Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, this right atrial (ra) lead was found to have high pacing thresholds. High pace impedance, greater than 2000 ohms, was also found. This resulted in increased follow-up and the patient was hospitalized. During a revision procedure, the lead was tested via psa and impedances were greater than 3000 ohms, threshold was too high and not capturing, and there was noise on lead. There appeared to be an insulation break in the lead, like it was accidentally cut, during the implant. The lead was abandoned surgically and replaced. No additional adverse patient effects were reported.